Manufacturer narrative:
It was reported that in or 4, the blue dome fell off the light head. A stryker field service technician (sfst) was dispatched to the account to investigate the issue. During the service visit, the sfst found that the blue center of the dome cover had fallen. A replacement t dome cover was ordered, and the sfst worked with the stryker onsite specialist via phone call to assist him with replacing the dome cover. The onsite specialist verified that the dome cover was fully seated and that there were no gaps visible between the cover and the gasket. The light head was returned back to service and the issue was resolved. The installation history for the surgical light system was reviewed and it was found that the unit was properly installed and passed final qc inspection on 16 october 2018. The service history was also reviewed and there were no service tickets found for any reported issues directly affecting the surgical lights or the surgical light dome covers in this or. There was no patient involvement , injury or adverse event reported. The root cause of this issue has been identified and was investigated under (B)(4).

Event description:
It was reported that the in or 4 the blue dome fell off the light head.